Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (no power) issue. It was alleged the pump experienced a replace battery alarm and no power issue. The alleged replace battery alarm did not show in the alarm history. No damage was alleged to the pump or battery cap. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12-apr-2019 with the following findings: a review of the pump black box showed one pump reboot. A visual inspection of the pump revealed the battery compartment was cracked. The returned battery cap was undamaged and was able to fit securely to maintain an electrical connection. The battery cap contact height and width measurements were found to be within specification. The pump powered on and was exercised for 12 hours with no power interruptions occurring. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board. The complaint of a power issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.